Event description:
It was reported during placement of this peripherally inserted central catheter (PICC), a segment of the dilator sheath detached and remained in the patient's basillic vein. Attempted retrieval of the detached portion with a guidewire was unsuccessful. The physician will retrieve the detached segment when the PICC is removed. No patient complications resulted from this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device company is unable to determine if the device met its specifications. Company believes user technique, and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Company's directions for use outline appropriate placement, access and maintenance procedures.